Event description:
It was reported during deliver of rf (radio frequency) ablation energy for an av (atrioventricular) node ablation procedure, telemetry was lost and communication could not be re-established after the ablation energy delivery had ended, despite wand repositioning and wand disconnect/reconnect. Normal communication was re-established after recycling power on the programmer. No patient issues occurred during the lock-up, and normal completion of the procedure and programming followed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.